Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient has stimulation, however the patient is unable to charge her ipg. A replacement charging system has been sent to the patient. Attempts to determine if replacement resolved the issue have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Results: the returned product was analyzed for the complaint. As received, the charger box was able to turn on. The returned charger box with the returned ac power adapter and the returned ac power cord plugged in together, the orange light cam on indicating that the charger box was charging. Dc connector plug disk was broken. The returned charger box was assembled and powered on. The charger box with the returned antenna did power on and did successfully locate the test standard eon mini ipg. Returned charging system functions as intended and passes the entire test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.